Event description:
Customer reported the system loses power when the interconnect cable is moved and that the time and date is lost. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and sbc battery. System is operating as intended.